Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine indicated that maintenance was required. A reboot was attempted twice; however, the system continued to display the error "device not detected on bus," specifically indicating the issue was within main drawer 3.1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 failed. A field service engineer (fse) identified the issue with the main half height sub-drawer 3.1 rear console controller using a multimeter. The fse replaced the drawer board and drawer controller. The drawer responded correctly, and final testing was performed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.